Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 200mg/dl. The customer states that their levels were in the 400mg/dl during the hospital visit. Troubleshoot for the high level was conducted. The troubleshoot was not completed due to customer not having replacement battery to clear alarms. The customer called back and reported unexpected restart alarm. The customer was informed that it was normal, due to the battery being out for so long. The customer was assisted in clearing the alarms.